Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. It was also reported that, the patient was prescribed with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, it was reported that open circuits were noted on some electrodes and the patient experienced no sound with the device use. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The patient also developed an infection at the incision site followed by extrusion of electrode (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.